Event description:
The caller reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the customer, with the assistance of technical support, loaded a new insulin cartridge onto the pump, allowing them to successfully resume insulin administration.